Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported his teeth are wiggly on his lower arch. His two front incisors are loose, and the patient is concerned that he might lose these teeth. The patient stated he will not wear these aligners until he sees the dentist. The patient said that this product has made him uncomfortable and unhappy, and it does not work for his situation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.